Event description:
During a breast biopsy while attempting to take a sample as the cutter advanced and almost closed the probe aperture an error code displayed. The unit was rebooted and the probe was exchanged although the error code continued. The procedure was completed using an alternate biopsy device with no pt consequence. The device was returned for service and repair.